Event description:
It was reported that the surgeon removed two locking screws and a nail from a distal tibial nail implant that resulted in nonunion. The initial implant surgery was performed on an unknown date. One of the locking screws had broken (36mm x unknown diameter screw) on a previous date. The surgeon removed the broken screw and replaced the size 11 nail with a size 12 tibial nail. This is report 1 of 3 for complaint number (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device history record review: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.